Manufacturer narrative:
The t:slim x2g5 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge pigtail tubing ripped apart. A new cartridge was loaded resolving the issue. Customer's blood glucose level ranged between 110-150 mg/dl.